Manufacturer narrative:
The customer evaluated the device. And received remote support from the customer care solution center. During which, a quote was provided for replacement of the therapy board and/ or capacitor. Upon conclusion of the evaluation. Repair was suggested to customer to replace the therapy board and/ or capacitor. The service manual was sent through sdt to customer. The device remains at the customer site. And no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device experienced a defib test failure and displayed a shock equipment malfunction message. There was no patient involvement.